Event description:
As reported by our (B)(6) affiliate, during the transfemoral tavr procedure, post valve deployment the patient sustained an lvot rupture and expired. Initially CT was used to size the valve and the selection was confirmed by toe when the patient was on the table. A ¿soft fill¿ 29mm novaflex+ delivery system with 3mls less inflation volume was chosen. It was noted that the lvot was heavily calcified and narrow, measuring 21 x 26mm, narrower than the annulus which was 24 x 28mm. Access was gained with the patient under general anesthesia. Bav was performed in the usual manner but melon-seeded towards the aorta. The bav was repeated with similar result. The valve was subsequently deployed in a good position, about 60:40 (aortic:ventricular) using a good deployment plane. The patient¿s blood pressure (bp) recovered from the pacing run initially but then began to drop slowly post deployment. Using toe it was noted that the valve was functioning with mild paravalvular leak (pvl), the coronaries were not obscured but there was some pericardial fluid building and an aortic root hematoma. A pericardial tap was performed with some difficulty but with eventual success, blood was drawn off and returned via the leg. Heparin was reversed. As the patient¿s bp dropped CPR was commenced. This continued for half an hour. The decision was made not to open the chest as the patient was a frail lady and not deemed to be a good candidate for surgery. A root shot was performed by which a bleed from near the left coronary cusp (lcc) was visible. This position would have been difficult to reach to surgically repair. The patient expired on the table. The patient¿s native annulus measured 24mmx28mm by CT with an area of 545mm². There was severe cusp calcification. The sinus of valsalva (sov) diameter measured 36x39x38mm.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Prescreening CT images and cine images from the implant procedure were submitted to edwards for review. The images were reviewed by an edwards physician proctor and the following observations/impressions were made: observations: CT. As measured by the ew physician proctor during the imaging review- annulus measures 529mm², sov measured 37 x 42. There is a mismatch between the annulus and sov; the valve must be determined by the annulus. Cine. Severe aortic valve calcification, no porcelain aorta, very horizontal aorta. Bav performed; however no contrast injection and no stability in the valve (watermelon seeding). Good coaxial alignment of the valve and delivery system. Valve deployed 50/50 with soft prep. Post valve deployment, rupture noted below the left main. Impressions: based on the lvot measurements and calcium, the optimal valve would have been a 26mm valve. The calcium in the leaflets would have reduced the possibility of paravalvular leak. Bav with contrast would have helped determine correct valve size. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the annular rupture was caused by the edge of the valve stent as it was expanding into a heavily calcified and narrow space. Imaging review performed by the edwards physician indicated that based on the lvot measurements and the patient¿s severe aortic calcification, the optimal valve would have been a 26mm valve (rather than the 29mm implanted). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.